Event description:
Additional information received from the customer reported the date and how the forceps raising wire disconnection occurred was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and there were cuts observed on the forceps wire. In addition, evaluation found the bending angle was insufficient and there was play of the angle knob due to elongation of the angle wire, the flexible tube of the insertion section was crushed, the insertion tube was wrinkled, the curved rubber bond was cracked, the light lens was scratched, the operation part cover surface had come off, water coverage was found on the electrical connector, the paint of the air/water supply and suction cylinders was peeling and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the forceps raising wire of the evis lucera duodenovideoscope was disconnected. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found lighting lens adhesive was peeling off. The report is being submitted due to peeled adhesive found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.